Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt and the pt's physician believe the infusion device is not working properly and caused elevated blood glucose (value not provided). The pt was hospitalized as a result and rec'd insulin intravenously. The infusion device was removed from the pt. The infusion device was requested to be returned for eval.